Manufacturer narrative:
(B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the vela ventilator exhalation diff. Pressure fails 0 calibration and transducer fault alarm occured (2, 0, 1019). The customer confirmed that there was no patient involvement reported from this event.

Manufacturer narrative:
Result of investigation: the root cause of the issue was the supplier manufacturing process. The reported complaint was able to be confirmed and duplicated. Transducer pt802 (exhalation flow transducer) has failed. This is a known issue which has been addressed with capa000000281 and scar ps-16-23.